Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasion was noted at 16.5-16.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. (B)(4).